Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's I-beam got stuck and stopped moving with 45avm. The surgeon could not squeeze the handle anymore. The surgeon then used another device to resolve the issue in order to complete the case.